Manufacturer narrative:
UDI is unknown due to the device was manufactured prior to 9/24/2014. The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
Device 2 of 2. Reference MFR. Report#1627487-2017-07410. It was reported the patient experienced ineffective stimulation with his scs system. As result, surgical intervention is pending as the next course of action.

Event description:
Device 2 of 2. Reference MFR. Report#1627487-2017-07410. Follow-up identified surgical intervention was undertaken wherein the entire scs system was explanted due to the issue. Reportedly, a company representative was not present for the case.